Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced. Pain has resolved.

Manufacturer narrative:
The reported pain at the ipg site was not confirmed. As received; the ipg was responsive and communicated with lab utilities. Visual inspection did not identify any anomalies that would contribute to the issue. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. Bench testing did not reveal any stimulation anomalies. Each port passed all mechanical and lead fitment tests. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. No physical or functional anomaly that would contribute to the reported issue was observed. The root cause of the reported issue could not be determined.